Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a communication issue. The technical support specialist rebooted the system to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system was not communicating. The customer added that this malfunction caused a 45-minute delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.